Manufacturer narrative:
Medical device lot #: 0245185 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found experiencing 10 occurrences of producing false negative results. Retesting occurred to confirm results. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: it was reported that there are false negatives. 10+ symptomatic nursing house patients were tested about a year-and-a-half ago, and all results were neg. Re-testing these samples on xxx revealed positive results. Customer stopped using veritor, all positive results were reported as positive.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found experiencing 10 occurrences of producing false negative results. Retesting occurred to confirm results. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: it was reported that there are false negatives. 10+ symptomatic nursing house patients were tested about a year-and-a-half ago, and all results were neg. Re-testing these samples on xxx revealed positive results. Customer stopped using veritor, all positive results were reported as positive.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), invalid batch number 0245185. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as an invalid batch number 0245185 was provided. The complaint was unable to be confirmed. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.